Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of blisters, hives, peeling, and raw-open skin. The patient did seek medical attention about the skin irritation and was prescribed prescription medication which included a topical anti-inflammatory, a topical steroid, and an oral antihistamine. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is for single use and is disposed after use; therefore, it is not likely to be returned. The patient did follow instructions for skin preparation procedures and does have an allergy or sensitivity to adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of blisters, hives, peeling, and raw-open skin. The patient did seek medical attention about the skin irritation and was prescribed prescription medication which included a topical anti-inflammatory, a topical steroid, and an oral antihistamine. The patient did take a break in service from wearing the patch when experienced the skin irritation. The patient did follow instructions for skin preparation procedures and does have an allergy or sensitivity to adhesives.